Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable inr results from a coaguchek xs meter serial number (B)(4) and coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from meter (B)(4) was 5.3 inr. Two minutes later the result from meter (B)(4) was 5.4 inr. Four hours later the laboratory result was 4 inr. There was no allegation of an adverse event. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.